Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the impedance value of the right ventricular lead was found to be near the upper limit range. Due to the patient's anatomy, a replacement lead could not be implanted and the physician elected to keep the lead implanted and functional. There were no consequences to the patient before, during, and after the in-clinic visit.